Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, since it is not related to the device. Deflation: observed, an opening on radius assessed, as an unidentified (tear) opening (shell thickness within spec). Additional observations: crease flat observed, on the device. Yellow particles observed, outside the device.

Event description:
Healthcare professional reported, left side deflation. And exchange from textured to smooth implant, due to patient's concerns with the product. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth implant due to patient's concerns with the product. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. Device remains implanted. This relates to the left side.